Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as the issue did not cause it to exceed 500 mg/dl. Technical support provided assistance with resetting the pump, and the issue did not recur after resetting. Customer was advised to continue using the pump and to call back if any malfunction code recurs.